Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2020. Implant date - estimated based on implant date provided of (B)(6) 2018.

Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the patient's one-year transesophageal echocardiogram (tee) follow-up, a 3mm leak was noted but the patient remained on aspirin. The patient returned for their two-year follow-up and it was reported that the patient had experienced a stroke within the last week. The patient was out of state at the time of the stroke. An echo was performed and no patent foramen ovale (pfo) was noted per bubble study. The physicians at the out of state hospital said it was likely cardioembolic; however, no carotid study was done. The patient did not experience large deficits from the stroke as he was able to drive himself home.